Manufacturer narrative:
This is one of three complaints reported for this finished goods lot; however this is the second complaint for this issue for this lot. A review of the device history record (DHR) indicated the order was built to specification. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established as the returned sample met specifications. (B)(4).

Manufacturer narrative:
The initial MDR (mfg report # 2028159-2015-08264) filed for this event was found to be a duplicate of a MDR (mfg report # 2028159-2015-08258) that was also submitted. All subsequent follow-up information will be included in supplemental reports filed under mfg report #, 2028159-2015-08258.

Manufacturer narrative:
The initial MDR (mfg report # 2028159-2015-08279) filed for this event was found to be a duplicate of a MDR (mfg report # 2028159-2015-08258) that was also submitted. All subsequent follow-up information will be included in supplemental reports filed under mfg report #, 2028159-2015-08258. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the product was leaking and poor aspiration was experienced during an ophthalmic procedure. The cassette pack was replaced with another and the surgery was completed. There was no patient harm reported. The complaint sample was retained. No additional information is expected.